Event description:
The customer reported that the system is displaying a temp sensor failed error message. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep confirmed the problem reported. He removed and replaced the temperature sensor and the system continues to display x-ray housing temperature failure. Further troubleshooting indicates an open wire on the high voltage cable assembly. He removed and replaced the high voltage cable. Checked operation. The machine works as intended.